Event description:
It was reported that, during procedure, the console displayed error code 451 (attach fiber). Replacing the fiber did not resolve the issue. The procedure was halted. The patient outcome information was not provided. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.